Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as 525 and 472 mg/dl. Customer¿s current blood glucose value was 239 mg/dl. The customer states the cannula was bent. Troubleshooting was done for high blood glucose and under delivery. The customer treated with syringe. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined further troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.